Event description:
It was reported that a dexcom g7 sensor failed to pair with the ilet despite multiple attempts, including unpairing and repairing the ilet, bluetooth cycling, toggling between g6 and g7, and restarting the ilet, after which the user was advised to operate in bg run mode with manual blood glucose entries and to contact the cgm manufacturer for replacements; this was consistent with an intermittent communication failure related to the electrical communication path, including the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 consistent with intermittent communication failure and implicating the electrical and magnetic subsystem, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.